Event description:
A patient reported experiencing inaccurate erratic results with a ft meter. The patient's blood glucose results were 173 mg/dl, 235 mg/dl, 190 mg/dl, 268 mg/dl. Tests were done within 2 minutes with a difference of 21%. Patient did not expeirience any adverse events. No further information has been reported. Note - in the potential medical tab it states that two readings were taken from the right hand and the other two readings from the left hand.